Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow up emdr will be submitted.

Event description:
A customer contacted baxter's technical service center to report a system error 2240 alarm (air) on the homechoice during drain 2 of 4. The homepatient (hp) stated that he had not disconnected at any time since the start of therapy. He checked the patient line connection and it seemed tight. The hp was seeing air bubbles all the way to the transfer set. The hp could not find any cracks or holes in the catheter or patient line. The baxter technical service representative had the hp disconnect using the aseptic technique and the hp removed the cassette. The hp was instructed to notify the peritoneal dialysis nurse as soon as possible.

Event description:
The home patient (hp) contacted baxter's (B)(4) to request assistance ending therapy while in the first fill cycle of therapy. The patient's fill volume was 944 milliliters. The patient stated that he started therapy empty. The hp just started back on the homechoice therapy that night after a month and the fill was bothering his pubic area. The hp stated he had a lot of fibrin in his patient line and was not going to be able to drain with so much fibrin. The technical service representative (tsr) assisted the patient to end therapy. The following information was obtained from the patient's nurse: on (B)(6) 2010, the patient performed one pd exchange with pd4 ambuflex. On (B)(6) 2010, the patient was admitted to the hospital for discomfort, shortness of breath and fever. The patient was diagnosed with peritonitis although no cultures were performed. The patient was treated with antibiotic therapy (unknown). On (B)(6) 2010, the patient was discharged from the hospital and the event of peritonitis, discomfort, shortness of breath and fever had resolved. An overfill situation did not occur. At the time of this report, the patient remained on hemodialysis. No further information was expected.

Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) occurred during drain 2/4 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The hp was seeing air bubbles all the way to the transfer set; he could not find any cracks or holes in the catheter or patient line. Label review was not performed no user error was suspected. Follow up with the patient revealed they turned the machine off for 15 minutes and the air was released from the cassette. The hp stated he reconnected using the aseptic technique. He was able to continue and finish his therapy. After his therapy, he discarded his supplies. The hp did not recall the lot number. No medical intervention was needed and the hp stated that he is doing well and continuing with his therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).